Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 160 mcg/ml at 31.24 mcg/day, clonidine 600 mcg/ml at 117.15 mcg/day, and dilaudid 12 mg/ml at 2.343 mg/day via an implanted pump for non-malignant pain. It was reported at the pump replacement the catheter appeared to be intact but there was a replacement of the pump connector (8758) because the catheter was somewhat entangle in the dacron pump pouch that had been used. The rep states at the case the catheter was leaking a little, but it was hard to say if it had been happening prior to opening up the patient or if it happened as they were trying to remove the dacron pouch.